Event description:
It was reported that the patient was admitted on (b)(6) 2026 with sternal wound drainage with a foul smell. They were taken to the operating room (OR) for sternal wound debridement on (b)(6) 2026 with wound vacuum-assisted closure (VAC). The patient was deemed appropriate for discharge on (b)(6) 2026.

Manufacturer narrative:
A4 - Patient Weight was not provided by the customer. Manufacturer's Investigation Conclusion: The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the Instructions for Use as a potential adverse event that may be associated with the use of HeartMate 3 Left Ventricular Assist Device. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.